Manufacturer narrative:
(B)(4). Concomitant product homechoice low recirculation volume apd set with cassette. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported problem. The event history log was reviewed and revealed no programming or malfunction that could have caused or contributed to the reported event. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. An internal and external visual inspection revealed no problems related to the reported event. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the device met product specification related to the reported problem. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that, that door cover of the homechoice (hc) was cutting the tubing of the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.